Event description:
It was reported that the patient had a battery replacement due to normal end of battery life. Impedances were normal prior to replacement. After new device was connected to the existing leads and extensions, impedances on contact 0 and 1 read low. They switched the ports and impedances read normal after they interrogated it. No symptoms reported. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.